Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was 394 mg/dl. Customer reviewed the alarm history and found they had bad battery, failed battery test and low battery. Customer was advised to monitor pump and we will ship a replacement battery cap. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated for high blood glucose with pump.